Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and noted to have its luer detached/separated from the dilator handle. Therefore, the reported allegation was confirmed.

Event description:
Reportable based on analysis completed on 20jan2026. A versacross connect access solution for faradrive was selected for use during a faraview procedure to treat atrial fibrillation. It was reported that the versacross dilator handle was broken while it was being removed from the packaging. It was also noted that it was difficult to remove it from the package. The device was replaced and the procedure was completed successfully by using different device of the same model. The method of device removal could have caused the damage. No patient complication was reported. The device has been received at boston scientific's post market laboratory. However, analysis revealed that the dilator luer was detached/separated.